Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with mentor memorygel breast implant 275cc gel breast prostheses suffered from bilateral breast pain post implantation. The patient reported that she has been suffering from pain, aches, and soreness. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor smooth gel breast prostheses on an unspecified date. This medwatch report is for the patient¿s right breast prosthesis. It was reported that the patient is still suffering from the same issues (pain, aches, and soreness) even after replacement surgery. Reports for the issues with the patient¿s replacement breast prostheses were submitted to FDA under manufacturer report number 1645337-2021-13998 and 1645337-2021-13999.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with mentor memorygel breast implant 275cc gel breast prostheses suffered from bilateral breast pain post implantation. The patient reported that she has been suffering from pain, aches, and soreness. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor smooth gel breast prostheses on an unspecified date. This medwatch report is for the patient¿s right breast prosthesis. It was reported that the patient is still suffering from the same issues (pain, aches, and soreness) even after replacement surgery. Reports for the issues with the patient¿s replacement breast prostheses were submitted to FDA under manufacturer report number 1645337-2021-13998 and 1645337-2021-13999.